Event description:
Pico was in situ on patient. Had been working for approximately three days. On the fourth day the device just stopped working. It was not flashing any amber lights or the green light, it just stopped dead. The clinician tried to swap batteries but it still would not work. There had been no big issue with a seal prior to the breakdown of the device.